Event description:
When starting an IV on a baby the smartsite extension set would not connect to the IV catheter. After inspection the end of the luer lock was not flat, it was defective. Ref number: (B)(4). Lot (10)19096982. Expires: 2022-09-30.